Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics to use with their pd solution bags for a couple weeks. The patient had not yet recovered. The cause of the peritonitis was not reported. No additional information is available.